Manufacturer narrative:
A sample was available for evaluation. Visual examination was done according to our internal procedures and holes in the gloves were observed. As a result, bd was able to verify the reported issue. Material could be related to the failure as there is a small chance that an affected glove wallet was included in the involved batch. The supplier for this material was informed and asked to start an investigation to reach a root cause. The supplier of the gloves, baldur systems corp, was notified to trigger an investigation and reach a root cause. No further actions are required at this time. This failure will continue to be tracked and trended. H3 other text : see narrative below.

Event description:
It was reported that the gloves has holes.

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the gloves has holes.